Manufacturer narrative:
Investigation conclusion: analysis of the submitted log files confirmed the reported alarms and elevations in pump power that appeared to be a result of motor instability; however, a specific cause for these events and a direct correlation to heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The first submitted controller event log file contains data from 04jul2018 at 23:52:57 through 06jul2018 at 15:07:14 and from 08:44:52 through 08:50:23 on 09jul2018. It should be noted that this submitted log file is associated with the patient¿s primary controller from the event, system controller serial number (B)(6). No atypical events or trends in pump parameters were captured from the beginning of the file until (B)(6) at 14:57:27. At this time, pump speed was captured at 3400 rpm (1800 rpm below the low speed limit) and the low speed advisory flag was active. From 14:57:27 through 14:59:22, elevations in power ranging from 5.273-60.833 mw were captured and were associated with motor instability fault flags and temperatures ranging from 44-71c. Low speed hazard and lvad internal fault alarms were also captured. Driveline disconnect alarms were captured on (B)(6) from 15:03:03 through 15:07:14 (the last captured event on (B)(6) 2018), which appears consistent with the account¿s report that the patient performed a controller exchange on this date. A motor instability fault is indicative of the motor operating at a non-optimal rotor orbit although pump flow is maintained. No additional atypical events were captured in the other submitted log files. The system controller log files that were associated with the patient¿s backup system controller, serial number (B)(6), appeared to show the system operating as intended after the controller exchange was performed. The hm3 lvas IFU provides an explanation of all pump parameters. This IFU and the hm3 patient handbook both describe all alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Concomitant medical products: the serial number for the system controller is (B)(4). The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the system controller alarmed while the patient was at home. In response to the alarm, the patient first changed power sources (from batteries to mpu) but when the alarm did not resolve, the patient exchanged out the system controller. At the time of the event, the patient felt anxious and sick to the stomach with no other symptoms. Device interrogation revealed that the lvad was functioning normally until 2:57pm when first alarm logged was a low flow with a speed drop to 1450 rpm. The alarms continued with an eventual power rise up to 60 watts and flow to 0 while speed remained below the set speed limit.an lvad fault alarm was also observed. As of (B)(6) 2018, the patient has remained on the backup system controller without any further issues. Log files from the primary and back-up system controllers were submitted for review. The manufacturer¿s technical service representative reviewed both log files. The log file from the original primary system controller contained some speed drops that were below the low speed limit. The log file from the new system controller did not contain unusual events and the device was working as expected.